Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a closure procedure pack. The customer states the guide wire coiled up itself from the mandrin of the cannula at the tip during removal from the vessel.